Event description:
A malfunction was reported with a code malf 12, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating it was within the normal range. Technical support provided information on resetting the pump and assisted the customer in successfully resetting the device. The malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues reoccurred. The customer acknowledged and understood the instructions.